Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist assisted troubleshoot over the phone. The cts was unable to resolve the issue over the phone and sent out service. A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the unicel dxc 600 pro synchron system. The fse inspected the analyzer and found small cracks in the flowcell acrylic block. The fse determined the damaged flowcell acrylic block was the cause of the failures. The fse replaced the flowcell acrylic block to resolve the issue. The system performance was verified without issues. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is case (B)(4).

Event description:
The customer reported the generation of five (5) false high sodium (na) patient results on their unicel dxc 600 pro synchron system. The customer did not report the erroneous results outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics.